Event description:
Additional information was received from a rep. Patient (pt) asked to be seen because they are not getting relief on right side. More electrodes with high impedance since reported last time. Contacts 8, 10, 11,12, 14 ,15 were showing high impedances. Pt will be getting a replacement for leads and battery.

Manufacturer narrative:
Due to issues with eMDR submission B1 specified as Adverse Event although Adverse Event Product Problem would be more accurate. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
MEDTRONIC SUBMITS THIS REPORT TO COMPLY WITH FDA REGULATIONS 21 CFR PARTS 4 AND 803. MEDTRONIC HAS MADE REASONABLE EFFORTS TO PROVIDE AS MUCH RELEVANT INFORMATION AS IS AVAILABLE TO THE COMPANY AS OF THE SUBMISSION DATE OF THIS REPORT. THIS REPORT DOES NOT CONSTITUTE AN ADMISSION OR A CONCLUSION BY FDA, MEDTRONIC, OR ITS EMPLOYEES THAT THE DEVICE, MEDTRONIC, OR ITS EMPLOYEE CAUSED OR CONTRIBUTED TO THE EVENT DESCRIBED IN THE REPORT.MEDTRONIC WILL SUBMIT A SUPPLEMENTAL REPORT IF ADDITIONAL RELEVANT INFORMATION BECOMES KNOWN.

Event description:
IT WAS REPORTED THAT A HIGH IMPEDANCE ISSUE WAS IDENTIFIED WITH THE IMPLANTABLE NEUROSTIMULATOR 97715 INTELLIS ADAPTIVESTIM PAIN. IMPEDANCE VALUES WERE REPORTED AS 35320 FOR CONTACT 11, AND 40000 FOR CONTACTS 14 AND 15. THE HIGH IMPEDANCE WAS NOT OBSERVED ON THE DAY OF SURGERY. IMPEDANCE CHECKS WERE PERFORMED AS A TROUBLESHOOTING STEP. NO PATIENT COMPLICATIONS HAVE BEEN REPORTED AS A RESULT OF THIS EVENT. THE MANUFACTURER REPRESENTATIVE (REP) INDICATED THEY WOULD SEND ANY FURTHER INFORMATION AS THEY BECOME AWARE.